Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3300tfx 29mm bioprosthetic aortic valve, implanted for four (4) years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 27mm konect resilia aortic valved conduit.

Manufacturer narrative:
Corrected data : based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a 3300tfx 29mm bioprosthetic aortic valve, implanted for four (4) years and 10 months, was explanted due to type a aortic dissection. The patient presented to ed with chest pain. The explanted device was replaced with a 11060a 27mm konect resilia aortic valved conduit. Per medical records received the patient presented with chest pain and found to have acute type a aortic dissection with rupture of right coronary sinus and aki. A tee showed large dissection flap noted in aortic root with competent prosthetic aortic valve. On direct examination, the root was ruptured at the right coronary artery and was only contained by dense scar. Patient underwent re-do aortic valve replacement, root replacement, ascending/hemiarch reconstruction , and CABG (svg-rca) during the procedure. The patient was transferred to intensive care unit in stable condition with an open chest. His post operative course was complicated by coagulopathy and bleeding, aki and pneumonia. His chest was closed on pod #2. On pod #21 the patient was deemed medically stable for discharge. The patient was discharged to acute rehab on pd#21. Pathology report noted explanted aortic valve with focal mild chronic inflammation. No discrete calcifications, vegetations, or nodules identified.